Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced a broken fiber-optic connector. There were no findings in the fault logs. Subsequently, the stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee luis gonzalez-colon who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported during preventive maintenance (pm) performed by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp) that the fiber-optic connector was broken. There was no patient involved and no adverse event was reported.